Event description:
It was reported that upon insertion of fluid into the cuff of the catheter, the fluid would immediately come out of the balloon. The catheter was removed and the balloon examined. The user reported observing a small hole/tear in the balloon material.